Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil did not loop during deployment. It was stated that the coil migrated from the site of deployment and hence could not achieve the target vessel embolization. The physician tried multiple times, but it was not forming any loop. The coil was replaced, and the another coil was implanted in the intended location. The patient was undergoing treatment for a splenic artery embolization. It was noted the vessel tortuosity was normal. There were no patient symptoms associated with theevent. The devices were prepared as indicated in the instructions for use (IFU). Ancillary device: progreat microcatheter